Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak, aneurysm enlargement.

Event description:
On (B)(6) 2013, the patient underwent treatment for an abdominal aortic aneurysm with a gore® excluder® aaa endoprosthesis featuring c3® delivery system and two contralateral leg components. On (B)(6) 2014, a follow up CT scan reportedly revealed no endoleaks. On (B)(6) 2014, a follow up CT scan revealed a type ii endoleak. On (B)(6) 2014, the imaging evaluation reported aneurysmal growth of greater than 5 mm. There is no planned intervention, the endoleak has reportedly resolved.